Manufacturer narrative:
Software tests performed in our development facility in finland on the same version of software as installed at the customer site results: the root cause was a software design error, compounded by the user ignoring a message indicating an unusual event (the changing of the collimator leaf positions) was occurring. Conclusions: software contributed to the event, the user also contributed by ignoring the message given (the message is information, not a warning, however), the event resulted in an alteration in the dose delivered to the one pt before it was discovered by the customer.

Event description:
We have noticed a problem in imrt fields transferred from brainscan or iplan treatment planning to the novalis accelerator after upgrade from varis to the aria 8.1 system. It is required in aria 8.1 that all imrt fields have to be verified through the mlc verification function of aria before treatment can be accepted and performed. However, when certain imrt fields are "verified" with this function, changes may happen in the dmlc sequence. The mlc verification creates new open segments (ca. 10 mm) in the beginning of the dmlc sequence. According to customer dosimetric tests, the dose error may be near 10% close to the field edge. The mlc verification in aria is required for both existing patients (from the pervious database) and new patients. In both cases similar changes may occur.